Event description:
In (B)(6) 2011 I was implanted with a mesh device made by boston scientific. It has ruined my quality of life. I went from an active vibrant women who went to the gym three hours a day to a woman who now has a hard time walking. I am in pain daily. I have nerve damage that goes from my left abdomen down my left leg to my left foot, I cannot touch my abdomen without pain. I can no longer do a sit up or crunches or anything that involves the abdominal muscles without feeling as I am being ripped open from the inside out. The small incontinence I had experienced before was nothing compared to the gusher and constant leaking that occurs now. I had the surgery so I could start running again without feeling like I had to urinate. I had been a runner and wanted to get back to running. I am a massage therapist. My occupation is very physical. It is now very challenging to get through my day. Some days I cannot work as I cannot walk. Those days I rest all day. When I do work I am on my feet all day by the end of the day I can barely walk around the massage table to reset it. The pain cannot be put into words other than the feeling of a (B)(6) rubbing constantly inside my sacred pelvic bowl. It feels like being ripped open from the inside out 24 hours a day. The nerve pain is relentless and constant. Before the surgery I was told I would be back at work in two weeks. After surgery the dr told my parents I would be on bed rest for 3 months. I have lost income. I am trying to keep my business. Chances are I may have file for disability. I can no longer do things with my children that I did before. Something as simple as going to the grocery store is a drain on my physical being. I can no longer have an orgasm. I was a multi orgasmic woman. My sexuality is very important to me. Sex is not the same at all. I was a sexually sensual vibrant woman and that has been stolen from me by mesh. I can no longer do yoga properly or belly dancing or even swim properly. Moving my hips and legs is hard. Sitting for any length of time is painful. And when I go to stand after sitting I limp badly from the nerve pain. I need physical therapy, a neurologist, gynecologist and urologist now. All of this is from the mesh. And it is beyond me why I was not informed of any of this. It is beyond me that mesh is still implanted in women's bodies. Stop the mesh! I want this mesh removed and at this time there is only one dr that I have heard of that does this and the surgery is (B)(6) just to remove mesh. That does not include fixing the damage. Most likely I will never be the same woman I was before. I want boston scientific to be held responsible for this product. This product haas caused emotional and physician damage to me and has affected my whole family.